Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 15:40:19 on (B)(6) 2024. At 08:09:49 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 08:11:07, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 08:21:04, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 08:21:54, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. The device was shut down at 08:22:21 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt therapy electrodes were missing. The root cause for the missing therapy electrodes was physical abuse. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the missing therapy electrodes or the open r781 resistor caused or contributed to the patient's passing as the system was able to detect asystole on the date of event. The patient was in a non-life-sustaining rhythm during these detections. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt and monitor were returned for investigation and did not pass incoming functional testing a us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 15:40:19 on (B)(6) 2024. At 08:09:49 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 08:11:07, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 08:21:04, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 08:21:54, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. The device was shut down at 08:22:21 on (B)(6) 2024.